Manufacturer narrative:
An extended investigation has been performed for the reported complaint. Freestyle librelink (fsll) complaint was investigated and no issues with the librelink application in use with samsung galaxy s9 with android 10 operating system version was determined that would have led to the complaint. The user reported signal loss alarm with the freestyle librelink application. Attempt was made to replicate the issue using similar device configuration and the reported issue was non-reproducible. The complaint is not confirmed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s9 with android 10 operating system version. The customer encountered a signal loss and the sensor did not alert the customer of changes in their glucose alarm. As a result, the customer experienced hypoglycemia symptoms (unspecified) and was unable to self-treat, requiring glucose from a third party for treatment. There was no report of death or permanent impairment associated with this event.